Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii, calcification, and cyst.

Event description:
Healthcare provider reported retraction, hard to the touch (capsular baker ii-iii), calcifications and benign-looking cysts for the right side. Device remains implanted.

Manufacturer narrative:
The event of seroma late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "right periprosthetic fluid, abundant, without enhancements, homogeneous. I do not rule out intracapsular rupture".

Event description:
Additionally, healthcare provider reported, "mammary reconstruction on the right side, per peri areolar, due to seroma late and encapsulation. Do not rule out intracapsular rupture". The device has been explanted and replaced.